Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the co values were abnormal. Further details of the event have not been provided. There is no patient injury reported.

Manufacturer narrative:
Our product evaluation laboratory received the 70cc2 cable. The cco was ran for over 10 minutes and all tests concluded with no functional faults found. There was no physical damage found in the visual inspection. Additional information was received that it is unknown if there was an error message, but the values were different between the patient monitor and vigilance monitor. Also, the user replaced the 70cc2 cable and the problem was solved. A device history record review was completed and documented that the device met all specifications upon distribution. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Cardiac output is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors played a part in this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.